Event description:
It was reported that the patient presented to the emergency room for palpitations and it was noted there was phrenic nerve stimulation from the left ventricular (lv) lead. The lv lead was reprogrammed and remains in use. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.